Event description:
Device 2 of 3. Reference MFR. Report#: 1627487-2015-25039 and 1627487-2015-25048.

Manufacturer narrative:
Results: the complaint of invalid impedance was confirmed. The internal wires were detached from all electrodes in the strain relief of the header creating electrical opens on all channels. As impedance issues were reported prior to the explant procedure, the detached wires in the header were consistent with overstress caused while the extension was in the patient¿s body. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.